Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer keeps getting no delivery alarms and has a high blood glucose level. Customer stated that they have a back-up plan. Customer has treated with an injection. Customer stated that there are scratches on the pump. Customer found some air in the tubing. Pump passed priming and high pressure tests. Pump was working as designed. Customer was advised to change the entire set, reservoir, and insulin. Customer was assisted with resetting the fixed prime. Customer stated that the cannula is bent. Customer's blood glucose level was 376 mg/dl, but she guesses that at the time of the event it was in the 400's mg/dl. Customer refused to troubleshoot for her high blood glucose level because she changed the tubing 2 times. No further assistance required.